Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The encore unit was returned with a white stain on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. The stain did not obstruct the graduation marks in the barrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that a foreign matter was found on the device. The target lesion was located in the moderately tortuous vessel. An encore balloon catheter inflation device was selected for use. Upon unpacking, a white foreign object was noted on the syringe. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age a time of event: 18 years or older. (B)(4).

Event description:
It was reported that a foreign matter was found on the device. The target lesion was located in the moderately tortuous vessel. An encore balloon catheter inflation device was selected for use. Upon unpacking, a white foreign object was noted on the syringe. The procedure was completed with another of the same device. No patient complications were reported.